Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint "system did not recognize instrument." Fa found the primary failure of failure during initialization to be related to the customer reported complaint. Based on log review, the instrument was found to have multiple homing failures during initialization. The instrument was placed on an in-house system and failed initialization. Fa found the secondary failure of dislodged blade to be related to the customer reported complaint. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.106". Conductor wire damage or snake wrist damage was found. There was some bio debris found at the instrument tip. A review of logs did not show any blade jammed failures. After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. The instrument passed the cut and energy delivery tests. The knife slot test passed at 0.027". The instrument likely failed initialization due to the dislodged blade. The root cause of a dislodged instrument blades is typically attributed to mishandling/misuse. Additional observation not reported by site was that the instrument was found to have 1 ceramic dot dislodged. The dislodged ceramic dot was not returned with the instrument. The root cause of this failure is attributed to the mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product or event. A review of the instrument log for the product associated with this event shows that the vessel sealer extend instrument was last used on (B)(6) 2021 on system (B)(4). There were 0 uses remaining on the instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system did not recognize the vessel sealer extend instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend (vse) instrument was inspected prior to use and no defects were noted. The customer cannot confirm that the missing material/damage described in failure analysis (fa) investigation occurred outside of a surgical procedure. The customer did not report noting any foreign objects. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The site¿s instrument cleaning or sterilization methods have not changed recently. There are no images available of the procedure.